Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the battery longevity of the pacemaker (pm) had decreased due to a diagnostic anomaly. No intervention was performed. Patient condition was stable.